Manufacturer narrative:
(B)(4) any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the avea ventilator is showing an uim blank display. When the event happened the device was not connected to a patient.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer cross checked the ventilator with another user interface module and the ventilator worked satisfactory. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.